Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic ileocecal resection, the firing stopped at about 1/2 from the proximal end when the device was fired across an existing staple line on the colon at the 4th firing. It was the last firing of functional end to end anastomosis. The surgeon who fired the device was female. Then, another male surgeon fired the device from the stopped position with force. Although the firing was completed, there was an unexpected resistance like the target tissue slid forward while firing. The deployed staples that the male surgeon fired were malformed. All staples on one of the lines and some staples on the other lines were malformed. Additional suture was performed. There were no adverse consequences to the patient.